Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon prim cem fxd bplt #2;5520b200;exp9n. Triathlon asymmetric x3 patella;5551-g-299;hrk5. Triathlon cr fem comp #2 l-cem;5510f201;epy9a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Additional information received indicates that the patient had a left knee aspiration of clear synovial fluid after complaint of pain on (B)(6) 2019.